Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, she "mentioned that she's been in intensive care unit (ICU) for days." There is no connection between the wearable failure documented as having occurred the same day as the call and the ICU hospitalization occurring "days' beforehand. There are no other details with which to assess this report. No patient symptoms were reported. The patient refused to provide dexcom with any further event details. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.